Manufacturer narrative:
The customer¿s meter was returned on 9/22/2018 and an investigation using retained test strips has determined the complaint is not confirmed. All results were within range specification and no errors were observed. It should be noted the customer was using test strips that expired on september 30, 2013. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter produced an unspecified error message after blood was added to a test strip inserted into it. She further reported that on (B)(6) 2018 she was unable to get a reading but took her ¿usual¿ unspecified medications at night. The next morning at approximately 5-6 am she woke up, stood up, lost consciousness and fell. Paramedics were called and upon arrival received a reading of 40 mg/dl. Customer was treated with oral glucose and then was given orange juice by her granddaughter. Customer had contact with her doctor who adjusted her medication dosage from 40 mg to 20 mg for 1 week. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. DHR's (device history review) and retain testing for the reported test strips were not able to be performed as it was determined that the test strips have been expired since 30sep13. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the test strips are returned the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter produced an unspecified error message after blood was added to a test strip inserted into it. She further reported that on (B)(6) 2018 she was unable to get a reading but took her ¿usual¿ unspecified medications at night. The next morning at approximately 5-6 am she woke up, stood up, lost consciousness and fell. Paramedics were called and upon arrival received a reading of 40 mg/dl. Customer was treated with oral glucose and then was given orange juice by her granddaughter. Customer had contact with her doctor who adjusted her medication dosage from 40 mg to 20 mg for 1 week. No additional treatment was reported. There was no report of death or permanent injury associated with this event.